Manufacturer narrative:
Concomitant medical products: 4504m53 lead, implanted: (B)(6) 1990; 502658 lead, implanted: (B)(6) 1990. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that part of the pacemaker system was removed due to a systemic infection. Two of the leads could only be partially extracted. No further patient complications have been reported as a result of this event.